Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model z9002 +20.5 diopter) was implanted in the patient's left eye. The account commented that something did not look right in the patient's eye. Nothing wrong with the lens was reported. The incision was enlarged and the lens was removed in one piece during the same surgical procedure. Reportedly, the surgeon opted to implant an anterior chamber lens. Sutures were used. Additional information was received and it was learnt that the lens was replaced due to the patient's anatomy. There was not enough support in the capsular bag to hold the lens. The patient was reported doing fine. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 06/19/2018. Device returned to manufacturer? Yes. Device evaluation: the z9002 lens was returned it its original package. Visual inspection using microscope magnification was performed: loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Residues of lubricant material were also observed on lens. Both haptic were observed distorted. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed no additional investigation requests for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.